Manufacturer narrative:
Patient demographic received.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient sex not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the imaging system was unable to perform 2d image acquisitions when prompted by the user. It was reported that the site opted to complete the procedure with a c-arm. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.